Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n232666001, implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, lot# hg1ce4u03, implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2000 mcg/ml baclofen at a dose of 650 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2017 the patient had a return of spasticity and baclofen withdrawal. There were no known environmental/external/patient factors that may have led or contributed to the issue. The hcp prescribed a 50 mcg bolus in the ER and scheduled a catheter dye study for (B)(6) 2017. It was unknown if the issue was resolved at this time. Surgical intervention was planned and scheduled for (B)(6) 2017. The patient's status was "alive- no injury" at the time of this report. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient first started experiencing the return of spasticity on approximately (B)(6) 2017, the exact date was unknown. During the catheter dye study on (B)(6) 2017 the hcp found a small puncture hole in the proximal segment of the catheter, close to the connector. The hcp surgically opened the pocket and discovered the hole as he pushed dye through the catheter. The hcp replaced the pump connector piece and observed good cerebrospinal fluid (csf) flow. The return of spasticity and baclofen withdrawal had been resolved.